Event description:
It was reported that when using the bd pyxis¿ es server, one patient had appeared as a temporary profile. The customer stated that this had interfered with the patient's medication care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device in this incident, it was determined that one patient had appeared on the es server as a temporary profile. A technical support specialist (tss) checked the facility setting and found that the 'reverse discharge timeframe' was set to 24 hours, meaning discharge could only be reversed within that period. The patient had been discharged on (B)(6) 2025, which was no longer possible as more than a month had passed. Therefore, to restore the patient record, active directory needed to send a new admit message for the visit so the patient could be admitted into the system again. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.